Manufacturer narrative:
Medical records review: the patient with left lower extremity deep vein thrombosis had a vena cava filter deployed without incident. Approximately eight years post filter placement, a CT scan of the abdomen and pelvis revealed the filter in place at the l2-l3 level with multiple struts projecting outside the lumen of the inferior vena cava, which was noted as a common occurrence. Manufacturing review: a complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately eight years post filter placement, a CT scan demonstrated the filter at the l2-l3 lever with multiple struts projecting outside the lumen of the inferior vena cava. Therefore, based on the provided medical records, the investigation is confirmed for perforation of the ivc wall. Per the provided medical records, the patient underwent laparoscopic sleeve gastrectomy for clinical morbid obesity after filter deployment. The instructions for use (IFU) states, "procedures or activities that lead to changes in intra-abdominal pressure could affect the integrity or stability of the filter." Therefore, it is possible the procedure affected the stability of the filter. However, based upon the available information, the definitive root cause is unknown. Labeling review:the current IFU (instructions for use) states: precautions: -procedures or activities that lead to changes in intra-abdominal pressure could affect the integrity or stability of the filter. Potential complications: procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. Possible complications include, but are not limited to, the following: - perforation or other acute or chronic damage of the ivc wall. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Medical records were received through the litigation process. A vena cava filter was successfully deployed for a history of deep vein thrombosis. Approximately eight years post filter deployment, a CT scan demonstrated the filter in place with multiple limbs projecting outside the lumen of the inferior vena cava. No attempts were made to retrieve the filter. The current patient status is unknown.